Manufacturer narrative:
E1 initial reporter phone no.: (B)(6) the device was received for evaluation. During functional testing, the customer reported ¿no fluid delivery¿ was reproduced. The device was tested for flow rate accuracy at two delivery rates and delivered with an error percentage of -84.365 % and -95.73 %, which is over 5% specification. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be loose screw above the downstream assembly valve in the mechanism. The motor, gears bearings and camshaft assembly valves will be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was not delivering any fluid during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.